Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231339802). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pipeline embolization device 5.00 mm x 25 mm was used during flow diversion treatment for an unruptured posterior communicating artery aneurysm, and dual antiplatelet therapy was administered. During attempted deployment in a straight segment of the internal carotid artery around the level of the posterior communicating artery, the distal end of the device did not open after more than 50% had been deployed, and the device appeared twisted with suspected ptfe sleeve catching. An attempt was made to "fluff" the device to open it, but it would not budge, so it was resheathed (less than or equal to two times) and removed with the microcatheter. The case was then completed using a subsequent pipeline 5.0 x 30, and the angiographic result post-procedure was reported as good with no patient symptoms or complications. The devices were prepared according to the instructions for use (IFU). The pipeline had not been positioned in a bend. Ancillary devices include a benchmark radial access catheter and a phenom 27 microcatheter.